Event description:
It was reported that during a total left pneumonectomy procedure, a stapler was used. After firing, the leak test was done before the patient left the or room. Everything was okay at that time. The condition of the patient immediately after the event was stable. In the night after the intervention, a big air leak appeared. The chest drainage system (pleur evac) came with bubbles. The patient had to be re-operated. The surgeon noticed that a lot of staples were completely open on and outside the tissues. The open staples were withdrawn from the patient and four of the staples were placed in a small box in view to be evaluated. The air leak was closed by using manual sutures and coseal surgical sealant. The patient has to recover after 2,5 months spent in intensive care. The patient is now well but still needs revalidation. The stapler used during the procedure was withdrawn because there was no air leak at the end of the surgical intervention.

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. Anvil misaligned (device b): method; results; conclusions: what was the quality of tissue in the area where the device was fired? The tissue was normal. No inflammation. No infection. Did the surgeon check that the pin was correctly seated in the anvil (pin was pushed forward completely)? Yes. Did the surgeon squeeze the closing trigger until a click is heard (intermediate position)? Yes. Was the tissue repositioned? No. Did the surgeon squeeze the closing trigger and the handle fully together until a second click is heard? Yes. Did the surgeon fire the firing trigger completely, plastic to plastic? Yes. What were the patient's pre-op diagnosis, did he/she suffers from cancer? The patient suffers of cancer in the superior left lobe (cancer: t2bn0m0). This is the reason why the patient had a lobectomy. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? In 2005, the patient had a inferior left lobectomy due to a cancer t2n0m0 without chemotherapy or radiotherapy what is the age and sex of the patient? (B)(6), male what is the current status of the patient? The patient is now in revalidation. He had an pulmonary infection (now this is resolved). He will have 4 chemotherapy sessions in the next future. Device (a) arrived in good visual condition and with a reload present. The reload was received fully loaded with staples. In addition, four staples were received inside a small bag. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It appears possible that excess of pressure was placed on the distal end of the device not allowing the retaining pin to properly assemble, becoming misaligned with the anvil causing the staples not to properly form and spitting some of them. Please note that before the device is fired, check to ensure the retaining pin is seated in the anvil. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. For additional information please refer to the instructions for use. Device (b) arrived in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4):requests for additional information to clarify the time that the patient spent in ICU were completed on (B)(4) 2011 and to date, no more information has been received.